Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that 7 months after implant, the patient experienced pain pulsating throughout her pelvic region. There were no reports of device-related issues from the patient prior to the event. Stimulation was decreased and the device was turned off, but the pain did not subside. As a consequence, the physician decided to explant the device. There have been no reports of further complications regarding this event.